Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively and that the tip remained in the implanted cage. The procedure was completed successfully with a 3 minute surgical delay and no adverse consequences to the patient.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively and that the tip remained in the implanted cage. The procedure was completed successfully with a 3 minute surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.